Event description:
It was reported that the customer was hospitalized with a high blood glucose of 1620 mg/dl. Troubleshooting was performed, and the insulin pump was programmed, but the caller did not know if the settings were correct or not. The caller stated she would speak with the hcp before making any changes. The insulin pump passed the prime and high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.